Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27654. It was reported that the patient presented in clinic upon developing an infection post-changeout. The patient's implantable cardioverter defibrillator (ICD) was removed and debridement of the old pocket was performed. The ICD was cleaned and re-implanted in a new pocket. The new ICD pocket was fitted with a wound vacuum and antibiotics were prescribed. The patient was stable.